Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The issue has gotten worse over time. There was no reported impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.